Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Concomitant product(s): z.s.g.m. Cutter 4:1 ratio caution: sharp, item # 00770304000, lot # 60747771, sn# (B)(4). On (B)(6) 2017, it was reported that the device did not roll properly. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The last repair was january 17, 2013 where it was reported for repair request and the ball detent was replaced and lubricated the parts. This is not a related issue. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 4:1 ratio cutter, serial number (B)(4) as documented in the repair reports. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on october 19, 2017 revealed that the comb, roller, side plates, sliding pins and ratchet were damaged. The device calibration and test cut could not be tested due to damaged comb. The 4:1 ratio cutter, serial number (B)(4) failed to produce complete cut. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, side plates, comb and repaired ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the comb, roller, side plates, sliding pins and ratchet were damaged. However, it was also noted that the device calibration and test cut could not be tested due to damaged comb. A specific root cause cannot be determined in this case because any one of the failed components listed above can cause the reported event. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device did not roll properly and there was no patient harm or deficiency of device. The damage was found during cleaning. There was no patient or procedure impact. Initial qa inspection found the comb to be damaged and the cutter failed to product a complete cut. No adverse events have been reported as a result of this malfunction.